Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose about a year ago with blood glucose of 9 mg/dl at the time of the incident. The customer was at 50 mg/dl on the morning of the call. The customer used juice or soda and was given intravenous glucose to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated they have had lows of 20 to 40 mg/dl at least once a day and they are low unaware. The customer was hospitalized with a low of 9 mg/dl. The insulin pump will not be returned for analysis.